Event description:
Evaluation summary: the balloon folds were partially opened. Crimp impressions were visible along the working length of the balloon. There was no damage evident to the device. Cine image review: the coronary angiogram (cag) shows the vessels have diffused disease evident. The cag showing the guide catheter at the entrance to the vessel, the guide catheter descending into the vessel and a poba 1.5 balloon in the vessel. The cag shows the attempt to deliver the stent in the obtuse marginal vessel. There are numerous attempts made to stent the vessel. There is evidence of the stent dislodged in the vessel. The cag appears to show a guideliner being used in an attempt insert the balloon to deploy the stent in the obtuse marginal. The images show the balloon positioned in the stent in an attempt to partially deploy the stent in the vessel.

Event description:
The physician was intending to deliver a resolute integrity drug eluting stent to a lesion in the mid obtuse marginal of 2.5 x 12mm with 90% stenosis, severe diffuse calcification and moderate tortuosity. The device was removed from packaging per IFU and inspected with no issues noted. Resistance was encountered when advancing the device, but excessive force was not used during delivery. The device did not pass through a previously deployed stent. It is reported that negative prep was not performed. The lesion was pre-dilated. Multiple attempts were made to deliver the stent unsuccessfully. After the last attempt, the stent delivery system was removed and it was noted that the stent was no longer on the balloon. It is reported that stent dislodgement occurred during removal, following failed delivery. The stent was partially deployed in the obtuse marginal. Multiple attempts were made to insert a 1.5 x 15mm balloon into the dislodged stent and the physician was successful in partially deploying the stent in the mid obtuse marginal. After consulting with the cv surgeon they decided there was sufficient flow and to stop the procedure. The patient is stable with no adverse events. The physician stated the cause of the dislodgement was likely due to the severity of the calcification in the artery.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolism). Patient¿s condition affected effectiveness of the device (lesion morphology ¿ 90% stenosis, severe calcification, and moderate tortuosity). (No device received for evaluation). No results available since no evaluation was performed (device or procedural images not returned for evaluation). Conclusions: known inherent risk of procedure (stent embolism). Device failure related to patient condition (lesion morphology ¿ 90% stenosis, severe calcification, and moderate tortuosity). Unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).